Manufacturer narrative:
Device lot number not available as the site discarded the suspect clamp. Device manufacturing date is dependent on lot number, therefore, unavailable. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the clamp is definitely out of circulation. The site discarded the suspect clamp without providing the lot number or serial number. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's open spine clamp screw that was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.